Manufacturer narrative:
The insulin pump was monitored for several days and a time gain was noted due to a faulty connector on the interface circuit board. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump was gaining on the time on its own. The customer stated that he would correct the time and in three to four days, it was back to being twenty to thirty minutes ahead. The customer was advised to discontinue use and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).